Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 422 mg/dl and 126 mg/dl. Customer's other blood glucose level was 216 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level. Customer stated that the sensor had received changed sensor alarm and calibration not accepted alarm. Insulin delivery was not suspended due to sensor glucose values. Troubleshooting was declined for high blood glucose level. Troubleshooting was performed for sensor glucose value verses blood glucose value. The insulin pump will not be returned for analysis.